Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs avl/gvm monitor; catalog: 0570-0338; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor with baton 3-4 the image would roll when the stat was put on the baton. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.